Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation which led to a pericardial effusion and hypotension one hour following implant of the right ventricular (rv) lead. The patient underwent a pericardiocentesis procedure. An alternate lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.